Manufacturer narrative:
Clinical review: a clinical investigation was performed. A possible temporal relationship exists between ccpd therapy utilizing the liberty select cycler, the fmc cassette and the adverse event of peritonitis. While there is no allegation or objective evidence indicating a liberty select cycler or fmc cassette caused or contributed to the serious adverse event(s). The lack of additional information precludes the liberty select cycler and fmc cassette from being disassociated as having a possible causal or contributory role in the event(s). It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) clinic nurse reported that a patient has peritonitis. Additional information was requested, however to date not provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. As a lot number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the adverse event of peritonitis, which warranted antibiotic therapy. Per the pdrn, the cause of the peritonitis is touch contamination due to vision problems experienced by the patient. The pdrn stated the event was unrelated to the liberty select cycler. Coagulase-negative staphylococci (cons) are reported to account for > 25% of acute peritonitis episodes (2,3). Additionally, staphylococcus haemolyticus can be found on normal human skin flora and in human blood (2,3). Based on the information available, the liberty select cycler and fmc cassette can be disassociated, as there is no allegation or objective evidence indicating a liberty select cycler or fmc cassette product deficiency or malfunction caused or contributed to the serious adverse event experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis (pd) clinic nurse reported that a patient has peritonitis. Upon follow-up from the patient¿s pdrn revealed peritoneal effluent fluid cultures were obtained on (B)(6) 2019 and were positive for staphylococcus haemolyticus. The patient was treated as an outpatient, initially with intraperitoneal vancomycin 2000 mg and ceftazidime 1000 mg on (B)(6) 2019. However, the documentation does not state if these antibiotics were continued after receiving the peritoneal effluent fluid culture results. The pdrn reported the cause of the peritonitis was touch contamination. The patient was reportedly having vision problems (specifics not provided), that have since been rectified. Per the pdrn, the event was unrelated to the liberty select cycler. The patient has recovered from the event and continues to undergo ccpd therapy.